Event description:
A malfunction was reported on a customer's pump, with three occurrences noted, and no significant events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump, as the existing pump was still under warranty. The customer was guided on putting the faulty pump into storage mode and returning it to tandem. They were also advised on programming settings and connecting their continuous glucose monitor to the replacement pump. The customer opted for multiple daily injections as a backup insulin therapy during the transition.